Event description:
It was reported that the patient's catheter broke and was leaking morphine. The patient had been placed on oral morphine by her regular physician who was going to be out of town for 2 weeks and unable to refill the pump. The patient's son was concerned that too much oral morphine was prescribed. The patient was scheduled for a pump and catheter replacement. She planned to follow-up with the implanting physician regarding post-procedure medication options until her regular physician returned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).